Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/perforation: other'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeing') in a 38-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only right side implant / failure of left side implant / failure to occlude right fallopian tube". The patient's medical history included overweight, gravida I, parity 1, uterine bleeding, endometrial thickening and irregular periods. Concomitant products included nsaids from (B)(6) 2012 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation and hyst. (Full),salping. Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, vaginal haemorrhage, psychological trauma, anxiety, depression and dysmenorrhoea outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2004 reported in summons she received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, breakage, migration, perforation. Discrepancy noted in date of removal (B)(6) 2013 and (B)(6) 2015. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded./bilateral occlusion; on (B)(6) 2012: failure to occlude right fallopian tube; on (B)(6) 2012: assess for tubal ligation status status post essure placement. Lot number:922603, manufacture date:2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/perforation: other'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeing') in a 38-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only right side implant / failure of left side implant / failure to occlude right fallopian tube". The patient's medical history included overweight, gravida I, parity 1, uterine bleeding, endometrial thickening and irregular periods. Concomitant products included nsaids from (B)(6) 2012 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation and hyst. (Full),salping. Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, vaginal haemorrhage, psychological trauma, anxiety, depression and dysmenorrhoea outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2004 reported in summons she received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, breakage, migration, perforation. Discrepancy noted in date of removal (B)(6) 2013 and (B)(6) 2015. Current weight 172 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded./bilateral occlusion; on (B)(6) 2012: failure to occlude right fallopian tube; on (B)(6) 2012: assess for tubal ligation status status post essure placement. Most recent follow-up information incorporated above includes: on 11-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- only right side implant, abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression & mental anguish, , dysmenorrhea (cramping), perforation (fallopian tube(s)). Event menorrhagia make serious incident. Medical history, concomitant drug, lab data, reporter information, aka name were added. Onset date of event menorrhagia, device breakage, dyspareunia were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/perforation: other'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only right side implant / failure of left side implant / failure to occlude right fallopian tube". The patient's medical history included overweight, gravida I, parity 1, uterine bleeding, endometrial thickening and irregular periods. Concomitant products included nsaids from (B)(6) 2012 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication") and psychological trauma ("pysch injury"). The patient was treated with surgery (ablation and hyst. (Full),salping. Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia and abdominal pain had resolved and the anxiety, depression, dysmenorrhoea, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, post procedural complication, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2004 reported in summons she received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, breakage, perforation. Discrepancy noted in date of removal (B)(6) 2013 and (B)(6) 2015. Current weight (B)(6) received treatment for - pain, bleeding, fracture , psych injury , migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded./bilateral occlusion; on (B)(6) 2012: failure to occlude right fallopian tube; on (B)(6) 2012: assess for tubal ligation status status post essure placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new event post procedural complication was added. Reporter added. Event outcome updated for events device breakage, uterine perforation, fallopian tube perforation, vaginal haemorrhage to recovered. Fu 6 and 7 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dyspareunia, genital haemorrhage, menorrhagia, psychological trauma and uterine perforation to be related to essure. The reporter commented: jan-2004 reported in summons. She received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded./bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dyspareunia, genital haemorrhage, menorrhagia, psychological trauma and uterine perforation to be related to essure. The reporter commented: (B)(6) 2004 reported in summons she received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, breakage, migration, perforation. She received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure device was successfully occluded./bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage, psych injury, migration/perforation added. Suspect drug start and stop date were updated and coding was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.